Event description:
It was reported that the patient presented for a scheduled procedure. Post procedure, an interrogation was performed, and it was discovered that there was no capture at maximum output and r-waves were very low. Imaging showed that the leadless pacemaker (lp) dislodged and was sitting low in the ra/rv tricuspid valve area vertically. The physician decided to retrieve the lp and implant a new one. A second (2nd) lp was opened to re-attempt a new position however, there was difficulty finding a new spot. After multiple attempts it was noted, the helix was sprung. The physician elected to remove the 2nd lp and attempt a third (3rd) lp. During the 3rd attempt, tether mode was successful with a very good stress test on the device however, trying to release the device was very difficult. While attempting different methods of advanced release the device released from the tethers and dislodged at the same time. Retrieval was attempted and unsuccessful. There was trouble figuring out where the device migrated too to get a snare around it, so a CT scan was performed. CT imaging showed the lp was in the coronary sinus. The next morning patient was brought back to the lab and lp had migrated down to the ivc groin area. Retrieval was successful with an interventional radiology snare. The physician elected to proceed with a micra leadless pacemaker, and the patient was in stable condition post procedure.